Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that when repositioning the rvlp the helix was noted to be stretched under fluoroscopy. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.